Manufacturer narrative:
(B)(4). Eval summary: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for eval. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as 90% stenosed and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the eval in determining a cause for the experienced rupture. To ensure this type of occurrence is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending (lad #6), which had no tortuosity, no calcified and had 90% stenosis. A voyager nc 3.0 x 8 mm was used for post-dilatation after the stent was deployed in the target lesion, but balloon ruptured during the first inflation at 18 atmospheres. The balloon was changed to a non abbott dilatation balloon catheter and the procedure was successfully completed. Reportedly, there were no pt effects. Though requested, no additional event or pt info is available.